Manufacturer narrative:
Additional information: the report indicated no significant change in topography occurred, but iol rotation was required to maximize the refractive outcome despite appropriate iol alignment based on preoperative measurements. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
In a case report, the authors presented 3 eyes of 2 patients who benefited from toric intraocular lens (iol) rotation following iol implant procedures despite appropriate intraoperative positioning. In the first case, a dramatic shift in corneal topography occurred after surgery, resulting in the need to rotate the iol to maximize the refractive outcome. In the second case (both eyes), no significant change in topography occurred, but iol rotation was required to maximize the refractive outcome despite appropriate iol alignment based on preoperative measurements. In both cases, the patient experienced blurry vision prior to the iol rotation procedure. Following the rotation procedure, both patients were happy with the outcome. This report is for the second case, left eye. Additional information was requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested by fax and phone. A completed questionnaire was not received. J. Lockwood, toric intraocular lens rotation to optimize refractive outcome despite appropriate positioning; j cataract refract surg april 2015; 41:878-883. (B)(4).